Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Before the doctor implanted the 110-4g, cam01 displayed "error 4" on the screen when the doctor connected the 110-4g. Although the doctor re-connected the 110-4g and preamplifier cable several times, the event didn't change. When the doctor rebooted cam01, it returned to normal. The doctor doubted intracranial pressure (icp) 30 because the patient usually could not speak when icp was over 30 mm hg. A measured value of icp was not stable in the atmosphere after the doctor removed the 110-4g on either january 29th or january 30th. A revision was not required and a second unit was not implanted. The patient did not incur an injury as a result of this issue.